Event description:
The trilogy 100 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted the device returned to the technician for additional evaluation due to an airstream temperature sensor and significant event log failed repair test step. If any additional information is received, a follow-up report will be filed.